Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and boot. The receiver is perpetual rebooting. Opened receiver, detached ui pcba and downloaded. Finding related to complaint in receiver download: manual shutdown and restart prior to perpetual rebooting found.. The complaint was not confirmed because the receiver was manually shutdown and restarted prior to perpetual rebooting. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.